Event description:
When unit visually alarms "no telem" there is no audible alarm or yellow border on screen. Investigation/conclusion: the cause of the reported complaint was identified to be a software issue in apexpro v3.8 and earlier versions. The software does not properly clear alarm events when a patient experiences a leads fail and no telem event. The failure to clear alarm events was attributed to the fact that st parameter monitoring was turned off for these patients. The software issue will be resolved in apexpro v3.9 which is in the process of being validated.